Event description:
A report was received that the patient had an infection in all parts of the body. Symptoms were a small spot on the incision site that did not heal, soreness, fever; head ache and felt a constant pulling from the neck all the way down to the hips. The patient had full blown meningitis. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.